Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. Customer's blood glucose was 130 mg/dl at the time of the call. Troubleshooting did not occur for the blank display because the customer had a keypad anomaly. Customer stated their numbers were ramping up on their insulin pump. The customer could not recall any significant events leading to the keypad issue. Customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The battery icon on the display is working properly. The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no failed battery test alarms occurred. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.